Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners. The insulin pump had cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 220 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.